Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -18.0/+2.5/103 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2019 the lens was exchanged with a shorter lens due to excessive vault. The problem was not resolved. Reference MFR report# 2023826-2019-01312 for replacement lens. The cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: h6-method code 4110: lens work order search: no additional similar complaint type event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: lens returned dry in lens case/vial. Visual inspection found haptic broken. Dimensional inspection unable to be performed due to significant damage of the lens. Claim# (B)(4).